Event description:
Procedure: gastrojejunostomy. According to the reporter: during closing of the common stab of gastrojejunostomy with egia60amt, the tissue slipped away during firing. In normal situation, the tissue stays at its clamping position. However, once we fire, the tissue slipped to the distal tip of the reload. The stapler still fired but the staples did not form and there is no margin for another stapler, the surgeon used suture to close the common stab wound. The edge of the common stab wound is filled with malformed staples. There was unanticipated tissue loss as a result of this problem as there was a loss of some common stab wound tissue edge. The surgeon over-sewed with v loc and vicryl. Blood loss is not more than 500cc. No medical intervention required. The surgery was delayed half an hour. Product will be returned for investigation. No reinforcement material used. No adverse event reported as a result of delay in surgery. Last known patient status is reported as good at discharge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).